Event description:
The customer reported that he experienced blood glucose levels as high as 375 mg/dl. The customer also experienced frequent urination and dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer stated that he programmed a bolus for 15.0 units, but the insulin pump delivered 2.5 units, even though it did not alarm no delivery. Advised the customer to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.